Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corner, a scratched reservoir tube window, cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarming multiple motor error and unexpected restart alarms. Customer's blood glucose level was 122 mg/dl. Customer is unsure if the alarm occurred during bolus. Customer can't recall any significant events that may have led to the alarm. The device wasn't exposed to an MRI. Customer does not use the sensor feature. Customer stated he was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. Customer called back and requested pump to be replaced. Troubleshooting was performed for no delivery alarm. No further information reported.